Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4)

Event description:
Premature battery depletion was suspected. The device was explanted and replaced.